Event description:
It was reported that during a lap sigma procedure, that the pad fell off. Fell into the pt, but was removed. Another device used to complete the procedure with no pt consequence.

Manufacturer narrative:
Info anticipated, but unavailable at this time.